Event description:
There was an allegation of questionable urea/bun results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 102.7 mg/dl. The doctor questioned the result which prompted the customer to repeat the sample. The repeat result was 24.6 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 911238. The expiration date was not provided. The field service engineer (fse) found that the gear pump pressure was low, residues on the incubation water bath, cuvettes, and ultrasonic mixers, and worn teflon tips. The fse remedied the issues identified. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.